Event description:
It was reported that this electrode exhibited oversensing of noise and low amplitude morphology measurements. Review of device data by boston scientific technical services suggested the source of the noise was likely caused by a potential electrode fracture. Ts recommended total system replacement. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 10 and 10.5 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this electrode exhibited oversensing of noise and low amplitude morphology measurements. Review of device data by boston scientific technical services suggested the source of the noise was likely caused by a potential electrode fracture. Ts recommended total system replacement. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.